Manufacturer narrative:
Pump received with broken battery tube threads and reservoir tube lip completely broken off. Missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed displacement test, (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had plastic was breaking off near the battery. No harm requiring medical intervention was reported. The customer stated that insulin pump still work as expect. The device will be returned for analysis.